Event description:
A report was received that the patients ipg was non-functional. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was explanted due to pain pump. Model number/catalog number: sc-2317-50 serial number: (B)(4) batch/lot number: 5070244/20441564 model/catalog description: infinion cx lead kit, 50cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg was non-functional. The patient underwent an explant procedure.